Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced shortness of breath (sob). The patient was informed that the device did not show up on the 12-lead electrocardiogram (ECG) and that the device might not be working properly. Boston scientific technical services (ts) discussed pacing artifact should the device pacing show up on an ECG and referred the patient to the assigned facility to evaluate the symptoms. To date, the device remains in service. No adverse patient effects were reported.